Event description:
Customer reportedly performed duplicate tests on the active system on three occasions. The following results were obtained: lo and 125 mg/dl, lo, 111 mg/dl, and 114 mg/dl, lo and 96 mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.